Event description:
It was reported that review of performance data indicated that the patient received an inappropriate shock due to electromagnetic in terference (emi) on the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).